Manufacturer narrative:
The insulin pump was received with missing segments due to a cracked and bleeding lcd glass. Unable to verify the no delivery alarm, frozen screen, button/keypad anomaly, time clock anomaly or perform the self test, displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the missing segments.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and display anomaly. The customer¿s blood glucose level was 120 mg/dl. The customer reported that the insulin pump wasn't working and also had no delivery alarm and they changed the set and reservoir and it still happened. It was reported that the act button was not responding. The customer reported that the time clock was frozen. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.